Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitral valve leaflets were prolapsed and restricted. Imaging was challenging imaging due to a prior surgery. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An additional clip was implanted stabilizing the slda clip. A total of two clips were implanted reducing mr to 2. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints. Per the physician¿s opinion and based on the information reviewed, the reported single leaflet device attachment/slda was due poor imaging resolution. The reported poor imaging resolution was due to patient conditions. Additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.